Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed myopotentials on the atrial lead causing inappropriate mode switching. The lead also exhibited low sensing, an increase in capture thresholds and varying pacing impedances. No intervention was performed. The patient was doing well and was in stable condition. The patient would continue to be monitored.